Event description:
It was reported that the monitors on the 9600 system are wavy. There was no pt injury reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled by the customer. An additional report will be generated and submitted if further information becomes available.